Manufacturer narrative:
The insulin pump was received with a blank display due to moisture damage on the electronic assembly. Unable to perform the displacement test, sleep current measurement, active current measurement and self test or verify keypad unresponsive/button error alarm due to the blank display. Moisture damage was also found on the motor and force sensor during visual inspection. Device received with cracked case on the back at the battery tube area and broken battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had keypad unresponsive. The customer blood glucose level was unknown. The customer was not assisted with troubleshooting. Customer stated that the keypad was unresponsive. The device will not be returned for analysis.